Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==>(B)(4). Investigation summary ==> the device was reviewed and confirmed the device is damaged. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The straight osteotome which is used through the 4 in 1 femoral cutting blocks got jammed/stuck during the chiseling of the anterior chamfer cut. Once the surgeon managed to get the osteotome out of the block it was evident that the end was chipped/bent which was the reason for this issue. He had successfully made the chamfer cut so the instrument was no longer needed in the procedure. The case was completed as planned with no surgical delay or adverse event to the patient.